Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that the patient connected herself to the power module before going to bed. At approx 3:22 am, the patient had turned in bed and moved her system controller and a driveline disconnected alarm occurred along with a pump stoppage for approx 3 seconds. The patient changed back to her original position and the alarm stopped. That morning the patient phoned the hosp and was admitted later that day. X-rays were performed at the hosp and a request was made for an ungrounded patient cable. The MFR's technical service personnel later inspected and tested the driveline and no issues were found.

Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information received. The pump remains implanted and in use by the patient therefore a full evaluation of the device could not be performed. The patient¿s system controller also remains in use; however, the patient¿s event history was submitted and a pump stoppage due to a driveline disconnected was observed. During an on-site patient evaluation by the manufacturer¿s technical service representative, no compromised areas of the driveline were identified. In addition, the x-rays of the driveline were provided to the manufacturer and were inconclusive for any damage to the driveline. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient was discharged and is at home with no further alarms or issues reported.